Event description:
Information received by medtronic indicated that, during a cryoablation procedure, there was a possible perforation of a cardiac structure resulting in cardiac tamponade. The patient was in atrial fibrillation for the duration of the procedure. The physician gained transseptal access per his routine protocol and the devices were placed in the left atrium. The physician performed 2 ablations in the inferior aspect of the lcpv, 2 ablations in the superior aspect of the lcpv, 2 ablations in the ripv, 2 ablations in the rspv. The patient was alternating between what appeared to be atrial fibrillation and left sided atrial flutter. The decision was made to cardiovert the patient to normal sinus rhythm in order to assess for pulmonary vein potentials. The cryoablation catheter and mapping catheter were pulled back inside of the sheath (confirmed by fluoroscopy), and the patient was cardioverted to normal sinus rhythm. Anesthesia noted the blood pressure to be low (30's systolic) immediately upon cardioversion whereas it had been in the 60's or 70's prior to that point. Chest compressions began and it was noted that the blood pressure was elevated to the 50's as a result of the compressions. An effusion/cardiac tamponade was suspected and a pericardiocentesis tray was opened. Surgery was notified. A pericardiocentesis was performed and no blood was able to be aspirated although an effusion was noted on tee. The CT surgeon performed a sub xyphoid window and placed a drain in the pericardium. It was noted that the drain was drawing off a large volume of blood and the decision was made to put the patient on cardiopulmonary bypass in order to perform a sternotomy allowing surgeon better access to the cardiac structures suspected of perforation (left sided pulmonary vein). As of the day after the complication, the patient was stable and recovering. Device 1 of 3, reference MFR report: 3002648230-2014-00055 and 3007798852-2014-00005.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction. An internal CAPA has been initiated to investigate the risk of cardiac perforation, pericardial effusion and tamponade associated with cryoablation for atrial fibrillation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.